Manufacturer narrative:
Follow-up #1 date of submission 08/11/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2016 with the following findings: a review of the black box data showed that the time and date reset to default after a reboot. During testing, the time and date reset was duplicated. The pump cover was opened and the internal clock battery was found to be leaking and unable to hold a charge. Unrelated to the complaint, the display was dim and discolored. The batter compartment was observed to be cracked. Additionally, the returned battery cap had stripped threads and was unable to secure on to the pump. A test cap was used for investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a time and date reset issue. It could not be confirmed whether this issue occurred with battery changes. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time/date issue.